Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to hip instability. The original cup was put in too vertical; the surgeon replaced it with a different cup, head, and sleeve. Used a stryker cup.